Event description:
Complainant alleged that during device use, it displayed status messages "66", "93" and a "cannot dump" error message. There was no indication of any patient involvement in the reported malfunction. Numerous attempts were made to obtain additional event information from the complainant. All attempts were unsuccessful.